Event description:
It was reported that the right atrial lead had a history of noise resulting in oversensing. The patient was asymptomatic to the noise. The lead was capped and replaced during routine device change out procedure on (B)(6) 2017. During the procedure, an abrasion was noted on the lead. The patient tolerated the procedure well and would continue to be monitored.